Manufacturer narrative:
The reported issue could not be confirmed because the product said to be involved was discarded. Therefore, the visual and functional inspections could not be performed. In addition, a manufacturing record evaluation could not be performed since no lot number was not provided. Manufacture report numbers 2134070-2020-00017 and 2134070-2020-00018 are related to the same event. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an open reduction and internal fixation distal tibia procedure with three drill bit quick coupling (gold), and all three drill bits were dull. A stryker battery powered handpiece was used. This caused extended time in the operating room. However, there was no patient consequence.